Manufacturer narrative:
One cleo® 90 infusion set was returned. The sample was visually inspected at a distance of 12" to 24". The bent cannula was detected in the unit returned. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Three samples were taken from the production line and tested. The samples were twisted around and pulled from the insertion pad. Of the worse test cases, no detachment was produced. Failure mode: no problem found and problem could not be duplicated. No root cause could be determined as the complaint was not confirmed.

Event description:
It was reported that the cannula of a cleo 90 infusion set broke off in the patient's abdomen upon removal. The infusion set was carefully loosened when the cannula broke. The site was red, but no inflammation was observed. The site was cleaned with 0.5% chlorhexidine in 70% alcohol. The infusion set was placed on the right side of the belly. The patient indicated that the cannula was extra painful, as she was not used to the cannula. The patient consulted with their healthcare provider regarding the event. The healthcare provider decided to wait until the body worked out the cannula on its own. No permanent injury was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cannula of a cleo 90 infusion set broke off in the patient's abdomen. The site was red, but no inflammation was observed. The patient consulted with their healthcare provider regarding the event. The healthcare provider decided to wait until the body works out the cannula on its own. No permanent injury was reported.